Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 161,063 joules of use and 27:43 minutes while using the surgical fiber during a prostate procedure, the fiber broke and the beam was no longer shooting the right direction. The fiber was replaced and the procedure was completed using a second fiber for 134,908 joules of use and 16:30 minutes; the second fiber used was also reported to be faulty. There was "no injury to patient" reported. This report is for the second surgical fiber used.